Manufacturer narrative:
A ge rep contacted the customer over the phone and directed the customer in repair of the system. No evaluation results were reported, but the system was reported as operating as intended.

Event description:
The customer reported the image disappeared, and later came back. No pt injury was reported.